Event description:
During an electrophysiology (ep) procedure, device was inserted into patient and images were unable to be viewed on the screen. Device switched out with same kind, no further issues.